Event description:
Medtronic received information that a transcatheter bioprosthetic heart valve was successfully implanted with post-operative observations of moderate aortic insufficiency (ai) and moderate paravalvular leak (pvl). Two days post-implant a re-intervention was performed to resolve valve migration with the implant of a second transcatheter bioprosthetic valve of the same model and size. Post-operative testing five days later showed ai and pvl, both characterized as mild. Nine days later the patient had cardiac arrest. At 26 days post-intervention, the patient was discharged to a transitional care unit. A follow-up examination performed 63 days post-intervention found no significant electrocardiogram (ECG) changes and no aortic insufficiency; there was no data regarding the status of the previously observed paravalvular leak. The patient¿s previous medical history included diabetes mellitus, hypertension, an implanted implantable cardioverter defibrillator (ICD) and a percutaneous coronary intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The information was received from a third-party post-implant registry (the society of thoracic surgeons/american college of cardiology transcatheter valve therapy (tvt) registry) in a de-identified format, including only the calendar year of the event, which is reported here as the first of the year. Because the device serial number was not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted and has not been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.